Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged. This was evidenced by no capture or sensing in the ra lead and no sensing and capture only at high pacing outputs in the rv lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.